Event description:
A piece of drain was allegedly protruding from the suture line. One of the 5 holes in the drain had become caught against the vicryl stitch and was tearing, but the stitch did not apperar to be through the drain itself.